Event description:
Fiber break was reported. Reporter stated: during a temporo-mandibular joint arthroscopy procedure at approx. 500 joules of power, fiber tip broke off and went into the joint (not the tissue). The tip was extracted and a new fiber was used to complete the procedure without further incident. No injuires were reported.